Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd vacutainer® cpt¿ cell preparation tube with sodium citrate has been found experiencing poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that they did not obtain a pbmc layer on replicate samples.

Event description:
It has been reported that the bd vacutainer® cpt¿ cell preparation tube with sodium citrate has been found experiencing poor barrier separation of the sample. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that they did not obtain a pbmc layer on replicate samples.

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it has been reported that the bd vacutainer® cpt¿ cell preparation tube with sodium citrate has been found experiencing poor barrier separation of the sample. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that they did not obtain a pbmc layer on replicate samples.

Event description:
It has been reported that the bd vacutainer® cpt¿ cell preparation tube with sodium citrate has been found experiencing poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that they did not obtain a pbmc layer on replicate samples.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.